Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 411 mg/dl at the time. The customer reported that the clips on the infusion set broke away on the tubing. The customer was assisted troubleshooting for tubing detachment. The insulin pump will not be returned for analysis.